Event description:
Due to pain, stiffness and "hot" bone scan (tibia), surgeon decided to do a routine revision surgery thinking that the tibial implant was loose. During the removal of the implants, the assistant surgeon noticed a line across the medical condyle of existing femoral component. On removal of the femoral component it came out in 2 pieces.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.